Manufacturer narrative:
Concomitant medical product: 5076 implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to syncope and an audible alert. It was determined that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing, which resulted in inhibited pacing. It was recommended to place a magnet over the device to inhibit detection and therapy. A confirmed fracture was later determined, along with undefined impedance and loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.